Manufacturer narrative:
Conversations with hosp personnel confirmed that there was a surgical procedure the night before involving the same machine that lasted several hrs. During that procedure, the ultra sonic flow sensor was replaced once and the disposable breathing circuit was replaced several times, due to excessive moisture. It was also confirmed that the breathing sys was not cleaned after the case. A draeger svc tech visually inspected the machine and found the presence of blood and moisture in various points in the breathing sys. Hospital personnel disassembled, cleaned and sterilized the breathing system. The device was then tested and passed all tests. The electronic device logs were also analyzed. The analysis confirmed the presence of the reported error code. Numerous other entries indicated alarms were generated; gas analyzer line blocks, volume sensor errors, and continuous pressure. These errors and alarms can be caused by excessive moisture build up and/or other blockages in the gas analyzer, volume sensor and/or breathing sys. Based on the results of the visual inspection and testing of the device, and the analysis of the device logs, the most likely cause of the reported event was moisture/condensation build up that caused blockages in the breating sys and other assemblies. The device alarmed accordingly to alert the user of the situation.

Event description:
It was reported that during a case, when the machine was switched to automatic vent mode, the machine displayed alarm 'error 717' and would not ventilate in automatic or manual ventilation mode. The pt subsequently coded but was revived. The machine was swapped out and there were no problems with manually ventilating the pt on the new machine. The surgical case is not completed. The pt was readmitted to the ICU, was doing well and was subsequently discharged. Planned surgical procedure, a mitral valve repair, was rescheduled.